Event description:
A customer reported obtaining unexpected negative reactivity with panoscreen I, ii and ii, lot 28559, for a sample containing anti-s.

Manufacturer narrative:
In-house testing was unable to rule out sample for unexpected negative reactivity as two different lots confirmed negative results with s positive cells. Positive result obtained with cell 8 of the antibody identification panel is attributed to positive dat.